Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose during early morning hours followed by high blood glucose after breakfast while using the ilet with a dexcom g6, with an example event including a low of 68 mg/dl for 20 minutes and a high of 202 mg/dl for 2 hours after a late-night announced snack; the user expressed frustration with alarms and requested training and consideration of a factory reset. Symptoms included shakiness during hypoglycemia. Outcomes included self-treatment with two glucose tablets and no medical intervention or hospitalization. Investigation included review of user-reported data, troubleshooting, and education. Investigation of this case revealed no device malfunction and suggested glycemic excursions consistent with announced late-night carbohydrate intake followed by early morning hypoglycemia and post-breakfast hyperglycemia, with alarms perceived as burdensome. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.